Event description:
Disconnection reported. Report received from abbott international affiliate, abbott middle east states "faulty products. Extension set is easily detached from the luer lock." Additional information received states that the patient suffered massive blood loss, required urgent blood transfusion, and the patient recovered. Abbott international has queried saudi arabia many times to obtain further patient, treatment, and product component information , but none has been available. Additional specific information regarding amount of blood loss was not able to be obtained. No further information was available.